Manufacturer narrative:
The device was received deployed, however, the exposed portion of the soft cannula was not seen past the bottom housing. The device data showed no alarms, timeouts, or drive stalls that would indicate that the device failed to deliver insulin. Upon testing the fluid path, the soft cannula was measured to be out of specifications. Due to the cannula being shortened, fluid did not exit the entire fluid path as intended. Although damage was observed, the timing and cause of this damage cannot be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 430 mg/dl while wearing the pod between 36 and 48 hours on the arm.